Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment of a broken ventricular output connector; it was found that both connectors of the device were broken. Analysis also noted that both wires on the liquid crystal display (lcd) were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the ventricular output connector on the external pulse generator (epg) was broken. The caller was advised to return the epg for service. There was no patient involvement. It was further reported that the epg was in need of calibration. The epg has been returned for repair.